Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance and oversensing of noise. The noise was generated from pocket manipulation and isometrics. It was noted that there were inappropriate atrial tachy response (atr) episodes due to the noise. Boston scientific technical services (ts) provided potential issues with the device system and recommended the health care professional (hcp) consult with the physician. The patient was referred to another hospital for possible lead revision. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. It was noted that the lead also exhibited loss of capture (loc) and high capture thresholds. It was noted that the patient also experienced discomfort, blood loss, and an arrhythmia during the procedure. This resulted in a prolonged surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance and oversensing of noise. The noise was generated from pocket manipulation and isometrics. It was noted that there were inappropriate atrial tachy response (atr) episodes due to the noise. Boston scientific technical services (ts) provided potential issues with the device system and recommended the health care professional (hcp) consult with the physician. The patient was referred to another hospital for possible lead revision. The lead remains in use. No adverse patient effects were reported.